Event description:
It was reported that during a da vinci prostatectomy surgical procedure the customer experienced multiple occurrences of system error code #20013. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #20013 experienced by the customer was associated with the endoscopic camera manipulator (ecm). The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The ecm was returned to isi for failure analysis investigation. Engineering discovered both #20013 and #21013 system error codes in the error logs. The #20013 system error code appeared when the da vinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci in a "recoverable safe state." Engineering evaluation discovered that a potentiometer assembly did not meet performance specifications, thus generating the system errors experienced by the customer. There have been no reported recurrences of the issue at this hospital.